Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient obtained a low blood glucose reading, specific result not provided. Prior to this reading the patient experienced the symptoms of vomiting blood and being incoherent. The patient's wife treated him with oral glucose and contacted emergency services. When paramedics arrived, they tested the patient's blood glucose level to be 200 mg/dl and later 334 mg/dl; he received no further treatment. Troubleshooting revealed the pump date/time setting was correct, but no further troubleshooting could be done at the time of the call, as the patient wanted to call his physician. The patient's status and technique prior to this event are not known. There is no evidence at this time the pump was not functioning appropriately. As the patient allegedly suffered symptoms suggesting severe hypoglycemia and received treatment with glucose while using the pump, this complaint is being reported.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 05/09/2014 with the following results: the black box contains dates from (B)(6) 2014. Black box and histories for the event on (B)(6) 2012 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. Battery cap was not available for testing; a test cap was used for all investigation steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.